Manufacturer narrative:
Ortho-clinical diagnostics (ocd) qa was unable to perform retained testing to confirm the reactivity of the k antigen since the prod had expired. Customer contacted ocd for assistance troubleshooting. Customer does not believe there was a deviation with the product.